Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the midline incision site. The patient was placed on antibiotics and the patient was convalescing at home.